Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted one suture and five needles. The products were forwarded to engineering for bend moment testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a gastrectomy procedure, upon return of the needle to the nurse, it was noticed that the tip of the needle was missing. The missing piece was not retrieved.